Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was extracted due to infection. Vegetation was present on the leads. The extraction was successful. The patient was stable throughout the procedure.

Event description:
Related manufacturer report number: 2017865-2020-02213, 2017865-2020-02214.